Manufacturer narrative:
Information received from the (B)(4) study indicated that a patient experienced a coronary artery dissection and spasm during implant of a stent. The patient's medical history is significant for angina, four previous pcis, hyperlipidemia, hypertension, myocardial infarction, and diabetes. The indication for the procedure was unstable angina. The target lesion was the distal circumflex artery (cfx), described as de novo and 80% stenosed. The lesion was pre-dilated with a 2/20mm balloon at 18 atms, followed by the implant of a 3.5mm x 28mm cypher rx stent at 12 atms. A type a edge dissection occurred as well as coronary artery spasm. A 3.0mm x 13mm and a 3.0mm x 8mm cypher stent were implanted for treatment of the dissection. Three days after the procedure, the patient was reported to have angina. Mi was ruled out. Two months after the procedure, the patient had angina, lethargy, and dizziness. Patient came back to the hospital. Cardiac cath with re-visualization was performed only. All stents were reported open, and patient's chest pain was ruled as non-cardiac. According to the cardiac cath dictation, the doctor (pi) reports, "pre-dilation of the [obtuse marginal-1] lesion was performed using a 2.5 / 20 mm balloon. This was followed by successful placement of a 3.5/28 mm drug-eluting stent. The artery distally was a little bit smaller, however, a 3.5 stent was used since proximally it was the appropriate size. After deploying the stent, there was a small edge dissection. Beyond the edge dissection there was another area of diffuse 50-60% disease." A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Coronary artery dissection and spasm are known potential adverse events associated with implanting coronary artery stents. Review of the information provided suggests that vessel lesion characteristics (smaller distally) may have contributed to the reported events. There is no indication that there is a design or manufacturing related issue; therefore, no corrective action is needed.

Manufacturer narrative:
The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
The (B)(6) male patient was part of (B)(4) study. The target lesion was located in the distal circumflex. The lesion was classified as type b2. A 3.5 x 28mm cypher stent was implanted. A type a edge dissection and subsequent coronary artery spasm was reported. In order to treat the dissection and cover the target lesion, 3.0 x 13mm and 3.0 x 08mm cypher stents were implanted. Three days after the procedure, the patient was reported to have angina. Mi was ruled out. Two months after the procedure, the patient had angina, lethargy, and dizziness. Patient came back to the hospital. Cardiac cath with re-visualization was performed only. All stents were reported open, and patient's chest pain was ruled as non-cardiac.